Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information obtained indicated that the ipg was explanted and replaced. Therapy was restored post-operatively.